Manufacturer narrative:
Product complaint # (B)(4). Batch # unk. The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Can you please clarify if the patient's hospital stay was extended longer than what is typical for this procedure as you have stated "the patient is stable and in the hospital now."?

Event description:
It was reported: malformed staples & oozing. It was reported that during the total gastrectomy, after fired, noted the staples malformed, used another cdh25a to do anastomosis, after fired,the staple line and cut line are good, but noted oozing. Suture was used to oversew and stop bleeding. The surgery delayed about 40 minutes. The patient is stable and in the hospital now.

Manufacturer narrative:
Product complaint (B)(4). Additional information was requested and the following was obtained: can you please clarify if the patient's hospital stay was extended longer than what is typical for this procedure as you have stated "the patient is stable and in the hospital now."? Yes, delayed 10 days, has left from hospital now further information was requested and the following was obtained: what were the indications for surgery? Gastric cardia cancer what two structures were being anatomosed? Esophagus & jejunum what healthcare professional fired the device and what is his/her experience with the device? Experienced where in the green gap setting scale was the indicator located prior to firing (low-b, middle-b, or high-b)? Unknown did the healthcare professional wait 15 seconds after closing the device and then retighten prior to firing? Yes was the first device difficult to close? No was the first device difficult to fire? Yes did the healthcare professional receive audible & tactile feedback when firing the first device? No were the donuts inspected? If so, please describe. Esophagus jejunum was a complete washer transection confirmed? Unknown can more information be provided about staple form of the malformed staples? No what was the reason for the hospital stay being extended by 10 days? To monitor patient what is the current status of the patient? Stable and left from hospital.